Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that during a routine device interrogation, the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicated patient data issue. Technical services (ts) was consulted and upon review of the data found it was a benign issue that was caused by a memory inconsistency. It would resolve and does not affect normal operation or therapy delivery of the device. Ts discussed possible causes including radiation, high altitude, cosmic rays or other external factors. The s-ICD remains in service and no adverse effects were reported.